Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were not observed in the event log. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Therefore, issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. This also serves as a correction report. Section h4 (device mfg date) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported being unable to obtain readings due to receiving a sensor error message while wearing the adc device. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels and experienced "fainted, dizziness, very weak, headache, barely can move," a seizure, and a loss consciousness. The customer was able to self-treat with orange juice. In addition, customer had contact with a healthcare professional who provided an unspecified bag of fluids and glucose tablets and obtained a blood glucose result of 369 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported being unable to obtain readings due to receiving a sensor error message while wearing the adc device. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels and experienced "fainted, dizziness, very weak, headache, barely can move," a seizure, and a loss consciousness. The customer was able to self-treat with orange juice. In addition, customer had contact with a healthcare professional who provided an unspecified bag of fluids and glucose tablets and obtained a blood glucose result of 369 mg/dl. There was no report of death or permanent injury associated with this event.

Event description:
The customer initially reported being unable to obtain readings due to receiving a sensor error message while wearing the adc device. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels and experienced "fainted, dizziness, very weak, headache, barely can move," a seizure, and a loss consciousness. The customer was able to self-treat with orange juice. In addition, customer had contact with a healthcare professional who provided an unspecified bag of fluids and glucose tablets and obtained a blood glucose result of 369 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.